Event description:
It was reported that during surgery the thickness adjustment knob is loose and was moving during the procedure. An additional graft was not needed and the taken graft was not damaged. There was no patient impact or delay. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-0939086. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the thickness control lever did not feel loose but the torque was below specifications. The control lever was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.